Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported her freestyle blood glucose meter would not turn on when the button was pressed or with insertion of a test strip. She further reported experiencing a loss of consciousness due to either taking too much medication or too little, due to not being able to test. No third-party emergent medical intervention was required. Customer self-treated by drinking orange juice, sugar water and eating candy. Customer was unable to say when the loss of consciousness actually occurred, but reported the product issue in 2009. While troubleshooting with customer service customer answered that she did not know if the meter had been dropped. There was no report of death or permanent injury associated with this event.